Event description:
A failure code 12:303 was found in the event history during service. The hosp. Rep. Stated that there have been no reports of any pt incident involving this pump since the last baxter service event.